Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected/actual rupture/deflation

Event description:
Healthcare professional reported "suspected/actual rupture/deflation", "correction of asymmetry" and "change shape/size/style" via national breast implant registry (nbir). Patient underwent capsulectomy. This record is for the left side. Device was explanted.